Event description:
Rptr purchased 2 vicks vaporizers and pt touched the vaporizer in room and burned hand. The vaporizers get very hot on the round blue heat/steam dispensing opening which caused the burning. The spot is blue plastic about 6" deep, 4-5" round with 6 slats with a button size night light on it. The vaporizer's box had warning: keep away from children, hot steam may cause burns. Consumer contends that the device, not the steam caused the burning. Pt's hand was red, consumer does not think it caused any blistering.